Event description:
It was reported that the lead had high impedance post polarity switch in (B)(6) 2009. P waves were not able to be measured. Also unable to determine capture. The lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.